Manufacturer narrative:
Unique identifier (UDI)#: (device identifier) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a routine office visit, system controller history interrogation revealed three pump stoppages while the system was connected to a power module. The alarms resolved when the patient ¿jiggled the lock¿. The patient was reported to be asymptomatic. The lvad clinician reported that physical inspection of the patient¿s system controller and driveline by were unremarkable, and that the alarms could not be reproduced. Log file analysis completed by the manufacturer¿s technical services representative confirmed a pump stoppage with associated low speed, low flow and driveline disconnect alarms on (B)(6) 2017. These alarms occurred while the patient was connected to a mobile power unit. The patient was provided an ungrounded power module patient cable and power module for ac support. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement with no issues. After the replacement the system was connected to a grounded power module patient cable and no additional alarms were reported. On (B)(6) 2017, additional pump stoppages were reported after the percutaneous lead replacement was performed. Review of the log file did not confirm any additional pump stoppages after the percutaneous lead repair was performed on the afternoon of (B)(6) 2017. The manufacturer¿s technical services representative reported that there were no unusual events noted in the event history and the pump appeared to be functioning as intended. No additional information was provided.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log file. The log file captured low-speed advisories and three pump stoppage events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (driveline); however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. Approximately 11.5 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of the driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, it was reported that the system had an additional pump stoppage. A second log file was submitted for review and no additional pump stoppage events were captured after the events associated with the distal end repair. The patient remains ongoing on vad support with no driveline related issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.